Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. A thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found an anomaly in the polyurethane insulation distal to the sense b notch area.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode had evidence of motion noise resulting in 43 inappropriate shocks. X-ray imaging confirmed that the electrode had not moved but was implanted too far to the left. Surgical intervention was performed and the system was explanted.